Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a blood spill followed by the smell of smoke and a popping sound inside of the orthopat machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report a blood spill followed by the smell of smoke and a popping sound inside of the orthopat machine. No operator or donor injury was reported. Upon evaluation of the device the reported complaint was confirmed. A major blood spill was found as well as evidence of burning, carbonization and smoke. The damaged components were replaced including the power supply, driver board and distribution board. Haemonetics (B)(4).